Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit has an error code message watchdog test failed. Unit also began smoking and had to be shut down by removing the battery. The device was in clinical use with a patient at the time the reported issue was discovered; however, the facility switched to another unit and there was no harm to the patient or user.